Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reports he was receiving the ¿cannot provide desired intensity settings¿ notification on his patient programmer. He reports first seeing it the first of this month. However, he ignored it and continued to use his stimulator. He said after several days he started hurting again so he switched his program and again saw the same message and was unable to adjust his stimulation or turn it up. 5 days ago he said he switched to the last program he had and he did not see the message, but he has gotten no pain relief like he previously was getting. Patient denies any factors that could have contributed to the high impedances. No falls, no car wrecks, nothing strenuous. He reports he does work out at the gym but he does not do any heavy lifting. Ran connectivity check and impedance check. Both show out of range contacts. 0-7 had red x¿s down entire lead and showed impedances of 40,000. Patients 8-15 lead did not have red x¿s and I was still able to program on it. Rep moved all programming over to the 8-15 lead and patient was able to feel stimulation and we adjusted programming to comfort. Patient is going to set up an appointment with the managing physician to discuss a lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause was undetermined. The patient was reprogrammed to the other lead and was going to discuss a future lead revision. The issue was not resolved at the time of the report as they were going to see if the managing opted to do surgery.